Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, battery testing, and a review of the alarm log was performed. The f-94 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be loss of configuration settings. To correct the condition, the configuration settings were reset. The device was removed from service due to an unrelated issue. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.